Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment device was used (e.g. Laser, radiofrequency) without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the scope had burns on biopsy channel. The event occurred during preparation for use. There were no reports of patient harm.